Event description:
A report was received that a pt would undergo a lead revision due to lead migration. During the revision, the pt's ipg was relocated due to pocket site discomfort. The pt was reportedly doing well following the procedure.